Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarm during rewind. Customer's blood glucose was unknown. Motor position encoder error alarm was found in history. Customer agreed to return the device for analysis.